Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot#: (B)(6), product ID: 9736411, serial/lot#: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A110201 was coded, for the system would not properly boot up. A0902 was coded, for black screen with a non-blinking cursor and blue screen. Multiple annex g codes were reported. G02008 corresponds to concomitant product sfw kit 9735736, stealth s8 ent EU-sc. G0200702 corresponds to concomitant product ssd 9736411, 2.5in1tb s8 os 2.0.x dpd svc. Software analysis has not been performed. Codes b17, c20 and d15 are applicable. The solid state drive (ssd) product ID: 9736411, lot number: (B)(6), was returned to the manufacturer for analysis. There were no issues found with the ssd. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the system would not properly boot up as a second occurrence. The manufacturer representative (rep) stated, that when they turned the system on, it booted to a black screen. With a non-blinking cursor to the password screen, but then booted to blue screen for 5 minutes, after the password is entered. The rep was able to get to the login application screen successfully after this. And into the application itself. During troubleshooting, the rep did a hard reboot of the system and left it unplugged for 2 minutes. The issue was not replicated. The system booted as expected. There was no patient involvement.

Manufacturer narrative:
H2: the aware date for the system service information was previously reported incorrectly. It had been reported that the aware date for this information was 2024-nov-19. The correct aware date for this information is 2024-dec-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. All evaluations passed. There was no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.